Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/30/2014 for investigation. Investigation results as follows: the reported problem was confirmed. Review of the archive data shows multiple sessions with user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages. The ua 7 was also observed when the platform was powered on. Functional testing could not be performed due to the observed ua 7. Further investigation found that load cell 2 was not working properly. Upon replacement of the load cell, the platform passed all testing criteria. Per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag - advisory codes description and action ((B)(4)), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered.